Event description:
Event occurred regarding the product spinning spiros where it was reported that the product was connected to an infusion set with a luer connector. During administration, cytostatic medication spilled out due to a leak. There was patient involvement but no reported patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 apr 2026 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.